Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For a review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while a doctor was setting the anchor using an angio-seal device the doctor proceeded to seal the puncture site. As the doctor released the suture by pulling back the device, the collagen came out of the puncture site. The doctor cut the string to detach the handle and attempted to advance collagen under the skin. Hemostasis was not achieved and the patient continued to bleed. The doctor removed the collagen and anchor and applied manual compression on the site to stop the bleeding. The patient's blood pressure dropped. The doctor proceeded to use a second angio-seal device, deployed the suture, and achieved hemostasis. The patient's blood pressure was monitored and rose to an acceptable range. The patient was reported to be fine and was kept under normal observation. The blood loss was reported to be less 250cc's. Additional information was received on 4/25/2018: the procedure that was performed was a percutaneous coronary intervention. There was no difficulty gaining arterial access. There was no pre-deployment angiogram performed. Additional information was received on 4/30/2018: the doctor first removed everything from the first angio-seal, including the collagen, string, and anchor. After cleaning up the site, he proceed to deploy the second angio-seal.

Manufacturer narrative:
One used 8fr angio-seal vip was returned for product evaluation. The carrier tube assembly and hemostasis sheath were returned. No other accessory components were returned. Initial visual inspection of the device revealed the tubing on the hemostasis sheath had been cut at the base of the hemostasis cap. The collagen was expanded and contained within the hub of the hemostasis cap. The collagen was attached to the suture which stemmed 0.8725" from the manufactured slit on the carrier tube assembly. The bypass tube had been dislodged proximally from its manufacturing position. Further initial inspection revealed the deployment sleeve was in the partial forward lock position. As the device was in the partial forward lock position, the locking mechanism on the hemostatic cap was observed using microscopic visualization. Microscopic visualization revealed no deformation along the locking mechanism. The device was then manipulated further to determine the location of the anchor. The hemostasis sheath was separated from the collagen. The anchor was not found attached to the suture after the separation. Further manipulation into the hemostasis cap revealed the anchor was not within the device. The complaint can be confirmed for deployment difficulties. Per the complaint description, the collagen was alleged to have come out of the puncture site; during the evaluation, the collagen was found within the hemostasis cap. The hemostasis sheath was returned separated from the carrier tube assembly. Further inspection of the deployment sleeve revealed it was in the partial forward lock position and not the full rear lock position as expected with proper assembly for deployment. The locking mechanism on the hub of the hemostasis sheath was then analyzed and revealed no deformation which is also expected with proper assembly for deployment. The anchor was not found during the evaluation. Based on the evaluation, no conclusion can be drawn as to the cause of the deployment difficulties the user experienced. As the locking mechanism on the deployment sleeve revealed no deformation and the deployment sleeve was in the partial forward lock position, the device was possibly not assembled correctly. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.